Event description:
Customer reported being hospitalized for low blood glucose levels. Doctor feels that pump is the cause for customer's hospitalization. Troubleshooting was performed and pump was returned for analysis per doctors request.